Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette reservoir, frequent high-pressure messages occurred. It was reported that an alarm went off shortly, several times, with indication of high-pressure on the screen. The patient aspirated the leftover medication from the cassette, noting 10mls less of medication over a period of 24 hours. There were no reported adverse effects.

Manufacturer narrative:
Eleven cassette samples were returned in used condition. There were no obstructions nor occlusions detected in any of the cassettes that were received. No alarms were activated by any of the returned cassettes. The faulty could not be found. No fault found with the returned products. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.